Manufacturer narrative:
Product not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the clinical patient had an initial right oxford knee on (B)(6) 2009. Subsequently, patient experienced mild effusion of and a hematoma which required an open washout. The patient also reported experiencing pain in the left knee and a possible atrial fibrillation. No revision has been reported.